Event description:
While having a laparoscopic repair of rt inguinal hernia, a structural balloon was inserted. Balloon inflated with 4 hand squeezes of hand insufflator. Balloon popped, surgeon inserted telescope and confirmed deflated balloon. Removed structural balloon & inserted a pre-peritoneal balloon, and then telescope & found urinary bladder had been compromised. Bladder repair done, temporary suprapubic tube in place for 7-14 days.